Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material is likely simethicone. It is likely that the foreign matter remained because the reprocessing deviated from the instruction manual. There was no physical damage where foreign matter remained. It was confirmed that reprocessing was not implemented according to instructions for use (IFU). The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instruction manual gif/cf/pcf-290 series operation manual chapter 4 operation/ 4.2 insertion/ air/water feeding and suction/ air/water feeding: "nothing other than sterile water should be used for air/water feeding. Preventive measures are described in put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was unable to be confirmed. During the device evaluation it was observed that the play knob in all directions were out of the standard value due to wear of the angle wire. Additionally, it was observed that the bending angle in all directions did not meet the standard value due to wear of the angle wire. Upon further inspection, it was observed that there were remnants of white crystallized contamination believed to be a simethicone in the air and water channels due to user handling. It was also observed that the light cover and optical cover glasses were chipped. It was observed that the adhesive on the light cover glasses, distal end and on the optical cover glasses were worn. Lastly, it was observed that water removal did not meet specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had no image and high play angulation. The reported issues were found during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was white crystallized contamination in the air and water channel which, is also a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction as well as the reportable malfunction found during evaluation.